Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed. An audio/vibration test with the global receiver communication tool was performed and passed. A "try it" audio/vibration test was performed and passed. An internal visual inspection was performed and passed. Speaker and audio intermittent tests were performed and passed. The speaker and vibrator resistance was performed and passed. The receiver log was downloaded for review finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.